Event description:
Pt who had been implanted with swift plate (c4-c6) by another doctor, had pseudoarthrosis at c5/6. Surgeon revised the case and when pt was opened, he said to the rep that this was not depuy plate, rep told him that it was a swift plus plate. The plate had 6 screws and he removed 5 without issue. When he tried to remove the 6th screw the driver tip twisted. He tried another and it twisted as well. This occurred with a total of four x-15 drivers. Two easy outs failed to remove the screw as well. He decided to put back three of the screws (c4-c5). Rep reports that surgeon wanted to attempt to remove the plate again 7/22, before going posterior. When the surgery began it was found that the plate had backed out overnight. Surgeon said it appeared that the bushing had shifted, and he was able to remove the plate without issue. He replaced with skyline and completed that case without need for posterior fixation.

Manufacturer narrative:
During the first case the surgeon the surgeon did not have the correct removal tool as the implant was not properly identified. Visual examination under magnification of the plate and (4) screws found one screw still in the plate. Rep confirmed it was the screw the would not come free. The head of the screw is stripped out. This screw also had an area of significant material displacement on the thread from what appears to be damage from convergence with another screw. It appears that the screw had converged with another screw either during initial placement or from post-op settling making it hard to remove.